Manufacturer narrative:
H6 medical device problem code. A150302 has been updated to a24.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 51-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, and on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was slight oozing noted at the access site. Thirty minutes later, the site was clean, dry, and intact. No oozing noted. The site was soft. Later in the day, the impella was removed with an escalation of therapy to an impella 5.5. It was noted that the impella sheath was placed over a lost stick. Vascular surgery assisted with cutdown and closure. The post-procedure outcome is survived. The impella functioned at p-8 at 3.4l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the asae was not determined due to insufficient clinical details.